Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the on multiple occasions, the customer was unable to get past the fill tubing process of the load sequence and the pump restarted the load sequence. Subsequently, the customer did not observe insulin dripping from the end of the tubing. Reportedly, due to having taken out multiple cartridges, the customer was unsure which cartridge insulin had been added onto. During troubleshooting with tandem technical support, the customer attempted to load the cartridges, and received multiple, minimum fill notifications. Reportedly, the customer was unable to recall if the cartridges used during troubleshooting had been filled with insulin. The customer's blood glucose level was 440 mg/dl, and was addressed with a correction bolus. The customer loaded a new cartridge with 300 units and completed the load sequence successfully. Insulin delivery was resumed.